Event description:
Reportedly, the surgeon was firing very low in the pelvic area around the sigmoid colon, he fired, transected the tissue and after inserting the eea to create the anastomosis they noticed there were no staples holding the tissue together. The surgeon removed the instrument and hand sewed the anastomosis. A temporary colostomy was performed. Patient status ok.